Event description:
Ous MDR - it was reported that during an ICD replacement a lead breakage in the df-1 connector area was noted. The lead was replaced and returned for analysis. No adverse patient side effects were noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 10 cm distal to the is-1 connector pin. The is-1 connector was plugged with a blind cap. Only the proximal fragment was received for analysis. The distal fragment with lead tip and shock coil was not returned for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed several signs of abrasion along the lead fragment. A bent approx. 2.5 cm distal to the df-1 connector pin was observed. In that section, the insulation was found damaged confirming the clinical observation. Based on the characteristics and the location of these damages, it is reasonable to assume that the connector section of the lead had been subject to severe mechanical stress in the implanted state. Interaction between the connector section of the lead and the generator housing should be taken into consideration. Further analysis revealed cuts in the insulation at approx. 4 cm distal to the df-1 connector pin which resulted most likely from the explantation procedure. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.